Event description:
In 2004 pt underwent laparoscopic gastric bypass during which peri-strips dry were used as a staple line buttress. At 3 weeks post-op, pt presented with immediate sense of fullness when eating, nausea and vomiting. In 2004 pt was admitted for an exploratory endoscopy in which surgeon observed a portion of the peri-strip had migrated into the lumen of the gastric pouch. Psd was extracted to avoid possible obstruction. Pt was discharged the day of the endoscopy. Pt status: doing well and free of undersired symptoms.